Event description:
Patellar component removed from right knee due to aseptic loosening. Patella right total knee (per rep failed metal backed patella). Operation: revision of patellar prosthesis to polyethylene prosthesis.